Event description:
On (B)(6) 2012, pt reported the display on her infusion device is scratched. Pt stated she cannot see the basal and bolus amounts of insulin. The damage is in the area indicating insulin amounts. Pt reported she wears the infusion device in her bra or her pocket. Pt stated this has scratched up her entire infusion device. Pt reported the display has been scratched for a month and it keeps getting worse. Pt stated the infusion device is worn in a case. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.